Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak from the tubing. The reported condition was verified. The cause of the condition could not be determined from the video. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette leaked. This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.